Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to a vibratory alert. Upon review, the right ventricular lead exhibited low pacing impedance. Several impedance readings were conducted and revealed no anomalies. All impedance trending reports appear normal and no intervention was performed. The patient would be monitored.